Event description:
It was reported that the patient presented for a routine generator change, prior to the procedure it was reported that the pacemaker and right ventricular lead exhibited a high capture threshold causing pocket stimulation. The pacemaker was explanted and replaced, while no intervention was performed on the right ventricular lead. The patient experienced no consequences.

Manufacturer narrative:
The reported events of therapy delivered to incorrect body area, and capturing problem were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of capture test found normal capture results. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.